Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event uncorrectable nodules / correctable bumps, lumps and irregularities (pt: injection site nodule), was deemed to meet the serious criteria of permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported. Steenan, s., bauland, c., de lange, j., van der lei, b. (2022). Complications after botulinum neurotoxin type a and dermal filler injections: data from a large retrospective cohort study. Aesthetic surgery journal, 1-10. Doi: 10.1093/asj/sjac228.

Event description:
This case was linked to lssmv case number (B)(4), referring to the same literature article. This is an exemplary case about 1 of 74 patients (18 - 87 years old). This is a literature report from a retrospective cohort study aimed to detail information on the incidence of complications following botulinum neurotoxin type a and dermal filler treatments, as well as determine the influence of professional experience and academic degree of the injector on the incidence of these complications. This literature report from netherlands concerns a patient. The patient was injected with radiesse, into an unspecified location, the zygomatic, jawline, cheeks, chin, nasolabial folds, marionette lines, hands, temporal and cleavage (off label use of device). The injector was required beforehand to successfully complete a thorough post-academic inhouse training program developed by the clinic. The injector had between 2 - 103 months of experience in cosmetic medicine. After the radiesse injection, the patient experienced uncorrectable nodules in the jawline (following the jawline injection), correctable bumps, lumps and irregularities in zygomatic, jawline, cheeks and hands (following the zygomatic, jawline, cheeks and hands injection), and an infection in the hands (following the hands injection). The patient did not experience local sings of impaired perfusion, necrosis, blindness, flare of labial herpes, type I or type IV allergy, malar edema, an asymmetric or inhibited perioral facial expression, scarring, hyperpigmentation or correctable asymmetry. The outcome of the events was unknown. In the opinion of the authors, cosmetic injections were a relatively safe procedures in the hands of adequately trained cosmetic professionals. No cases of blindness were recorded, suggesting a risk of less than 0.0004% (<1:240,000). The incidence of overall complication were 0.0205% for calcium hydroxylapatite treatments (1:487). The influence of professional experience and academic degree on the incidence of complications was limited, as the regression model only explained 10% of the total variance in vascular adverse events. A statistically significant predicting effect of limited clinical relevance of professional experience on vascular adverse events incidence was detected, whereas academic degree was found to be insignificant.